Event description:
Same case as MFR ID # 2134265-2013-01072. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 80% stenosed eccentric target lesion was located in the moderately tortuous and highly calcified proximal left anterior descending (lad) artery. A non-bsc guidewire was advanced across the lesion and the 2.75 x 16 mm promus element was successfully deployed in the proximal lesion. The 2.5 x 12 promus element plus stent was attempted to be advanced distal the previous stent, however repeatedly got stuck in the placed stent and was unable to cross the placed stent. Upon removal of the 2.5 x 12 mm pe+ stent a vessel dissection was noted. A smaller 2.25 x 12 mm was attempted to cross the stent however was also unsuccessful; another attempt with additional non- bsc guidewire for extra support was again unsuccessful. The same 2.5 x 12 mm pe+ stent was advanced however was still unable to cross the placed stent. A 3.0 x 12 mm quantum apex balloon was used in attempt to tuck up the dissection. The procedure was completed with balloon dilation in the areas that were unable to be stented. It was noted that the patient experienced st elevation and chest pain during the procedure. The physician commented that the dissection was felt to be caused by the non-bsc guide wire, but is not sure

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).